Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.

Manufacturer narrative:
Allegation previously captured in medwatch report: 3007981285-2015-54007 and 3007981285-2015-54455. Allegation previously captured in medwatch report: 3007981285-2015-54007 and 3007981285-2015-54455.